Event description:
It was reported the programmer suddenly went black and turned off during a scheduled follow-up. All measurements that were performed during this followup were lost. It was noted they did the control again with another programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # analysis could not confirm the reported event. Analysis found the spacebar from keyboard was missing and the tip of the stylus was loose but working correctly. One screw from the hinge cover plate was missing and one screw was loose. It was noted software errors were found in the programmer update history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.